Event description:
Journal reference: sgueglia, et al. "Long-term follow-up of patients with cardiac syndrome x treated by spinal cord stimulation" heart journal, 2007, 93, 5, 591-597. To assess the long-term effect of spinal cord stimulation in patients with refractory cardiac syndrome x. A prospective, controlled, long-term follow-up was performed on 19 patients with csx for a median of 36 months. One patient had skin infection at the level of the puncture for the screening electrode catheter into the epidural space. The system was removed and replaced after controlling the infection.

Manufacturer narrative:
See scanned pages.